Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Vasoview kit cautery handpiece didn't work "this week." They tried to switch the power supply and the cautery still did not work. They opened a new kit and the new cautery worked fine.

Manufacturer narrative:
(B)(4).

Event description:
Vasoview kit cautery handpiece didn¿t work ¿this week¿. They tried to switch the power supply and the cautery still did not work. They opened a new kit and the new cautery worked fine.